Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When entering cup impaction, the first values captured were 7mm proud. After continuing to impact, the second capture was 6mm proud. The surgeon continued to impact to get a final cup impaction value of 7mm proud. The surgeon then removed the impaction shaft to determine if the cup was fully seated. He confirmed that the cup was fully seated and also confirmed on x-ray. The impaction checkpoint was verified and registered at 0.2. The surgeon would like to know why the impaction values will not go to 0mm proud when impacting the cup. The case log was loaded into the complaints folder under a new folder labeled as 1-8-18 dr .(B)(6) medical center. There was a 3 minute delay in the rt. Tha da approach case. The surgeon would like an answer as soon as possible.

Event description:
When entering cup impaction, the first values captured were 7mm proud. After continuing to impact, the second capture was 6mm proud. The surgeon continued to impact to get a final cup impaction value of 7mm proud. The surgeon then removed the impaction shaft to determine if the cup was fully seated. He confirmed that the cup was fully seated and also confirmed on x-ray. The impaction checkpoint was verified and registered at 0.2. The surgeon would like to know why the impaction values will not go to 0mm proud when impacting the cup. The case log was loaded into the complaints folder under a new folder labeled as 1-8-18 dr . (B)(6). There was a 3 minute delay in the rt. Tha da approach case. The surgeon would like an answer as soon as possible.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: an event regarding the inaccurate impaction values involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. A review of the DHR associated with rio 471 found quality inspection procedures successfully passed. Based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding proud impaction values. There were 2 other reported events (B)(4). The reported proud values and impactor option selected were observed in system vplog, no system malfunction was detected.